Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device when the surgeon decided to re-position the device and noticed blood inside the cylinder. The physician reported that the blood in the cylinder indicated a defect in the implant. The implant was not used. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the blood in the cylinder was not associated with any patient injury or surgical complication. The implant procedure was prolonged marginally in duration due to the issue. Another device was implanted to complete the procedure.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device when the surgeon decided to re-position the device and noticed blood inside the cylinder. The physician reported that the blood in the cylinder indicated a defect in the implant. The implant was not used. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.